Event description:
Ous MDR - the v-lead was implanted without down-puncture insertion into the tortuous anatomy of this pt. At the beginning of (B)(6), the pt's data from the cardiomessenger detected inappropriate data. On (B)(6), the device was checked in the hospital and confirmed the v-lead dislodgement by x-ray. Therefore, the lead was explanted.

Manufacturer narrative:
Ous MDR.